Manufacturer narrative:
.

Event description:
It was reported that the atrial lead had dislodged as a result of strenuous activity by the patient. The lead was successfully repositioned. The patient was stable throughout the event.